Event description:
Reporter noted two patients had a pneumococcus infection after phaco procedures. Multiple products used; trying to identify cause. Observed sterilization procedure of phasco sets at hospital "csa" on 10/16/2001. Noted that one I/a handpiece was obstructed; difficult to remove obstruction. Thin layer of powder noted on instrument tray and handpiece. Powder identified as lime: source unknown. All cultures were negative. Resumed surgeries several days later. Patient 2 of 2: no intervention or prognosis reported at this time.